Event description:
It was reported that the cap of the bd vacutainer® k2e 10.8mg plus blood collection tubes was loose and came off. The following information was provided by the customer: the customer reported that when the shield was removed and attached, it came off. It means that after the blood collection, when the hemo cap was removed and recapped, the hemo cap came off. Loose hemo cap.

Manufacturer narrative:
B3: date of event is unknown. The date received by manufacturer has been used for this field. H.6. Investigation summary: bd had not received samples or photos for investigation. Therefore, ten (10) retention samples from bd inventory were evaluated by functional testing and no issues were observed relating to the shield coming off as all samples met specifications. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality issues during manufacturing of the product. This complaint is unable to be confirmed for the indicated failure mode of stopper pop off. Bd was not able to identify a root cause for the indicated failure mode.